Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced serious foreign body discomfort/sensation. The natural lens was grayish white and completely turbid. It was difficult to operate and the postoperative reaction is serious. Antibiotic eye drops, eye ointment and promoting-cornea and conjunctiva-growth eye drops were given. The condition was observed. The patient is recovered.